Event description:
Hcp reported pt presented in 2004 with lethargy, unresponsiveness, and a decrease in respirations. The pt was transported to the emergency room via ambulance. Narcan was given and the pump daily dose was decreased by 50%. The pt spent 1 night in the hosp. The pump dose was then adjusted back. The pt was alert and oriented, and pain was well- controlled. The hcp noted "do not believe the pump was able to deliver the medication it was programmed to for at least the last 2 weeks prior to the incident." The pump volume aspirated was within the MFR's parameters. The pt was reported to have recovered without sequela.